Event description:
I prepared to use the whisperject device (for use with glatiramer acetate), in the hip region on (B)(6) 2020. I pressed the device against the skin, the needle deployed, but I never received the green confirmation check mark. I continued to hold the whisperject device in place for about 40 seconds or so, which typically doesn¿t take that long, and no confirmation. Since my positioning was becoming uncomfortable, I ended up removing the device from my skin, and medication squirted out. I don¿t believe any of the dose went in. I have since contacted mylan advocate. For additional training, which I have yet to meet with someone. I was previously on copaxone, and didn¿t experience any issues with their auto injector device. FDA safety report ID # (B)(4).